Event description:
Echelon flex powered plus stapler fired and failed to reopen, leaving it locked onto patient tissue. Ethicon rep was called to room and trouble shooted with surgeon until stapler opened and was able to be removed from patient's abdomen. No patient injury noted.